Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling was evaluated during the investigation as pertaining to the event. The investigation was completed on 01/22/2016. Retain product was tested and functioning according to specification. Return product was not available. Investigation: the device history record for this lot was reviewed. The lot passed finished goods release criteria. Sixty retained cartridges from the lot were tested using whole blood and I-stat level 2 control. The customer complaint was not reproduced. Testing met the acceptance criteria found in q04.01.003 rev. W, appendix 1 - product complaint level 2 and level 3 investigation procedure. No deficiency has been identified. Assessment: the complaint investigation concluded there was no product deficiency and that the I-stat cartridge lot is meeting specification. There are no repeats on the I-stat or the laboratory method.

Event description:
On (B)(6) 2015, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant results for na+, k+ and ci on a (B)(6) year old female patient with diagnosis of acute bronchitis. There was no additional patient information available at the time of this report. Return product is not available for investigation. Test: I-stat: abbott architect: na, 115, 141. K, 3.6, 4.4. Cl, >140, 105. At the time of the event there was no indication of a product malfunction based on the information provided and assessed by apoc, however this MDR is a retrospective filing in response to an observation from an FDA inspection conducted may 8th to 12th, 2017 at abbott point of care(B)(4).